Manufacturer narrative:
Reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number mlp-(B)(6), and the reported right heart failure could not conclusively be determined. The patient remained ongoing on heartmate 3 lvas, serial number mlp-(B)(6) until they expired on 18jan2024 refer to MFR# (B)(4). The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 outlines potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heat failure existed before the left ventricular assist device (lvad) implant. It was not thought device related issue caused or contributed to the right heart failure. However, when the lvad was implanted, it resolved the left ventricular failure while the right heart failure became apparent.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right heart failure and hyperthyroidism with symptoms of peripheral edema and was admitted to the hospital. A right heart catheterization was performed. The possibility of relationship between the event and the device was thought to be low but undeniable. The patient was discharged on (B)(6) 2021. The patient was then readmitted for right heart failure, peripheral edema, and hyperthyroidism again on 20sep2021. The patient was not treated and was discharged on (B)(6) 2021. The right heart failure was thought to be device related.